Event description:
The manufacturer received information alleging a ventilator's screen is crack and unable to view content. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's screen is crack and unable to view content. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the customer's complaint was confirmed. The lcd display was physically damaged and needs replaced to address the issue.